Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that his wife received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The reporter stated that there were also errors occurring with the meter prior to measurement. The reporter performed a display check of the meter and it was fine. At 8:00 a.m., a sample from this patient was tested using the meter, resulting with a value of 8.0 inr. Alcohol was not used on the patient's finger prior to sample collection. At 1:30 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.7 inr. This value was believed to be correct. The patient's coumadin medication was held for two days based on the meter result. The reporter stated that the treatment was correct for the patient based on the laboratory result. No adverse events were alleged to have occurred with the patient. The patient is currently fine. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is bi-weekly. The patient has anemia and has a hematocrit which is within range for usage of the meter. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The reporter stated that the patient may have taken more vicodin than usual because of arthritis pain. The patient had no changes in diet or medication, has no new illnesses, and has no bleeding or bruising. The patient did not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. The corresponding retention material complies up to inr 4.5 with the specification, based on the requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.